Event description:
Spontaneous report. Pt reports that their pump was last checked in 2018 and it is becoming slower/increasing infusion time with each infusion; onset date unknown. Not reported if pt missed a dose or experienced an adverse event due to slower pump. Unknown if pump is available for return. Correct rx for pump is 15064384, shipped 4-2018, serial number not reported. Indication: other common variable immunodeficiencies. Reported to (B)(6) by pt/caregiver.